Event description:
It was reported that when the device was used during a low anterior resection, the device would not cut. The tissue was excised and anastomosed with another stapler to complete the case. There was no further consequence to the patient.